Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume to small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume to small' during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the air gas module was detected as faulty and it has been replaced to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.